Event description:
It was reported that forty-four (44) vented high-volume inlets had particulate matter. There were black particles or lint in the outer packaging, in the inlet, or on the connectors. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured in december 2024. H11: forty-four (44) devices were received for evaluation. A visual inspection was performed, and particles of foreign matter were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.